Event description:
Was working at paper mill. Was lifting paper to place on folder and back became wrenched with pain in lower back. Worked rest of that day. Laid up over weekend then saw dr the next working day. Drs told her she would need surgery to repair damage. Approx 3 months after initial visit to drs, she had surgery.